Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed evidence of unexplained pump reboots. A visual inspection of the pump showed the returned battery cap was undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump powered on with audible tones and vibrations indicating that there was power to the pump. During investigation, the pump keypad buttons were unresponsive. Further testing was unable to be performed. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of intermittent power was unable to be adequately investigated due to the unrelated keypad issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.